Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 50 mg/dl. After the troubleshooting was done customer was advised that his basal rates seem to be set pretty high and contact her doctor as soon as possible to review his setting to see if they are correct.